Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited isometric noise with oversensing and pacing inhibition. In addition, there was loss of capture and high capture thresholds. This lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.